Event description:
Non-integration. The implant lost integration and was removed. Patient came to medical center with implant on the prosthesis.

Event description:
Non-integration. The implant lost integration and was removed. Patient came to medical center with implant on the prosthesis.